Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
A literature piece titled, "a case of acute lower limb compartment syndrome caused by impella" discussed a patient who received an impella implant due to having ventricular fibrillation and needing a percutaneous coronary intervention. Mechanical cardiac support was weaned off, however swelling and poor coloration of their left lower extremities appeared 12 hours after impella support. Although angiography showed no occlusion, the artery including superficial femoral artery and below the knee was generally shrunken. Unfortunately, limb salvage was failed despite relief incision.